Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was replaced because they were having back discomfort due to their loose interstim battery. There were no complications with the procedure, but it was noted that there was no way the interstim was working as it was totally in the pocket.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). When asked to clarify the statement "there was no way the interstim was working as it was totally in the pocket" as meaning "no - battery was moving around in pocket causing pain - when removed - battery lead was floating in pocket."

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32fhd, implanted: (B)(6) 2025, explanted:(B)(6) 2025, product type: lead. Product ID 978b128, lot# va32fhd, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the device passed functional testing. H3: analysis of the returned lead (l/n: va32fhd) revealed that the distal end of the lead was stretched; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified a break in the insulation under the electrode at the distal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.